Manufacturer narrative:
Device code (B)(4) is no longer applicable to the event. The device code has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was fine. The patient experienced a change in mental status.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine 1200 mcg/ml; 540.2 mcg/day, bupivacaine 24 mg/ml; 10.804 mg/day and dilaudid 64 mg/ml; 28.81 mg/day via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was (B)(6) 2017. It was reported that on (B)(6) 2017 the patient presented to the emergency department (ed) with symptoms of generalized weakness for a possible urinary tract infection (uti). It was confirmed there was no uti per the hcp. Blood cultures were done on the (B)(6) and urinalysis showed positive blood, positive nitrites 4+ bacteria and 4+ sediment. The patient was already on cipro due to urinary frequency symptoms. Since taking the medication cipro, the patient became increasingly more weak, unable to eat or drink and more frequent body spasms. The patient had symptoms of vomiting and dehydration that began (B)(6) 2017. On (B)(6) 2017 muscular spasms began and the patient was given valium 7:30 pm on the (B)(6). A few nights prior to admission the patient developed an onset of body spasms with associated diffuse weakness and fatigue ((B)(6) 2017). The medical response team was called on the patient on the (B)(6). The patient was very sedated and they were questioning if the pump was working properly. The patient was currently rousable but very drowsy. This was not the patient¿s norm per the patient¿s husband. The hcp administered narcan once and the patient "responded appropriately and very quickly". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.